Event description:
It was reported that the user experienced low glucose readings of 58 mg/dl on the ilet and 66 mg/dl by fingerstick after earlier hyperglycemia, with concern that the pump overcorrected; the user treated with glucose tablets and juice. Symptoms included hypoglycemia. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding a specific medical device problem or device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.